Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing the tubing clamp and another catheter had issues with blood spilling near the patient's bedside. The following information was provided by the initial reporter: "clamps were missing from 1 unit of bd nexiva 22g and this happened for the third time in same account. Also there was blood spill near patient bedside which is hazardous."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. During the visual examination, it was observed that the unit was missing the clamp. The report of a missing clamp was confirmed. Without the affected unit, further observations and testing could not be conducted; therefore, the report of pain/ needle sharpness could not be confirmed nor denied. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing the tubing clamp and another catheter had issues with blood spilling near the patient's bedside. The following information was provided by the initial reporter: "clamps were missing from 1 unit of bd nexiva 22g and this happened for the third time in same account. Also there was blood spill near patient bedside which is hazardous."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing the tubing clamp and another catheter had issues with blood spilling near the patient's bedside. The following information was provided by the initial reporter: "clamps were missing from 1 unit of bd nexiva 22g and this happened for the third time in same account. Also there was blood spill near patient bedside which is hazardous."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.